Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: vamc4242c150tu, sn (B)(4), expiration date: 2018-11-09, UDI # (B)(4); vamc4642c150tu, sn (B)(4), expiration date: 2018-11-16, UDI # (B)(4). Film evaluation summary: the exact cause of the post-implant pulmonary embolism leading to patient death cannot be conclusively determined from the pre-implant 3d recon report provided. Films at implant were not provided. It is possible that the pulmonary embolism was related to the procedure to implant the valiant stent grafts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 7.2 cm in diameter thoracic aortic aneurysm. It was reported that post index procedure, the patient had a low platelet count and the spinal drain had not been removed. The patient was getting platelets. The patient was alert and oriented. Approximately, ten days later the patient felt like they had to belch. Twelve days later the patient collapsed and died. Per the physician they felt it was the result of a pulmonary embolism. The family refused to have an autopsy performed. Per the physician, the event was not related to the device but may have been related to the procedure or to the hospital stay. No additional clinical sequelae were reported.